Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported having a decrease in hearing sensation and experiencing a shocking sensation with the device. Afterwards the patient had a headache. The shocking sensation only occurs when she is using the audioprocessor, starting at the implant site and radiating to the forehead and down her neck. She reported hearing a noise similar to a 'rubbing on the microphone' prior to feeling the shock. When the audioprocessor was removed and then re-attached the shocking sensation occurred again within ten minutes. The patient was re-implanted.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted due to pain and shocking sensation, which was possibly caused by electrical stimulation in the middle ear, as in-situ measurements might be indicative of one channel being out of cochlea. However the placement of the active electrode array was not confirmed by received information. Damages found during device investigation are likely related to the removal surgery. This is a final report.

Event description:
The recipient reported having a decrease in hearing sensation and experiencing a shocking sensation with the device in (B)(6) 2016. Afterwards the patient had a headache. The shocking sensation only occurred when using the audioprocessor, starting at the implant site and radiating to the forehead and down the neck. A noise similar to a 'rubbing on the microphone' was heard prior to feeling the shock. When the audioprocessor was removed and then re-attached the shocking sensation occurred again within ten minutes. The sensation occured more with sounds than when in silence. Prior to this event the patient's performance was stable. The patient was re-implanted. Patient was seen in (B)(6) 2017 and is doing well with the new device.